Event description:
Per medwatch: line ruptured during routine line flush. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of huul1844 showed no other similar product complaint(s) from this lot number.